Manufacturer narrative:
An event regarding a pain and clicking involving an unknown liner was reported. The event was not confirmed. Method & results: device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: a review of the device history records could not be performed as no lot information was provided. Complaint history review: a complaint history review could not be performed as the device was not properly identified. Conclusions: the exact cause of the event could not be determined with the limited information available at the time of evaluation. No further investigation for this event is possible at this time as no devices, medical records, or other clinical information was received by stryker orthopaedics.

Event description:
It was reported that patient has pain and clicking in right hip area.

Event description:
It was reported that patient has pain and clicking in right hip area.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown liner. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Device not returned to manufacturer.